Event description:
It was stated in the report that there were no leaks even after checking before use. When connected to the cuff keeper, the cuff pressure drops abnormally. The event occurred on (B)(6) 2024. The actual item is available for investigation. This occurred during patient use/administration. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month, day, and year of event have not been provided investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. One device was received for evaluation. Under visual inspection the sample appeared to be in good condition. Functional testing was unable to duplicate/confirm the complaint. A device history record (DHR) review could not be performed as the lot number was unknown.